Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this patient went to the emergency room complaining of feeling weak. The patient was assessed to have cardiac tamponade. A cardiocentesis was performed to drain the fluid, and the patients blood pressure has now returned to normal. There was also noted some undersensing occurring in the atrium, the sensitivity programming was optimized to alleviate this issue. To date, there have been no additional adverse patient effects reported.